Event description:
Dr. (B)(6) reported on (B)(6) 2005 that patient had a colonoscopy on (B)(6) 20005 at (B)(6). After discharge, c/o "abdominal pain, cramping and rectal bleeding" via phone call from patient to m.d. Office.